Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The customer¿s reported issue was confirmed as no image could be displayed as the video connector pin was deformed/bent. Additionally, a software upgrade to the latest version is recommended and the text on the front panel is worn/illegible. The device repaired to standard specification and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the endoscopy technician at the user facility that the visera elite video system center¿s ¿pin is bent, can¿t get an image¿ during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the end of the endoscope was bent by the insertion of the endoscope in the absence of the endoscope's connector tip. It is presumed that repeated use of the device resulted in peeling. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the video connectors of the videoscope / camera head are not damaged.¿ olympus will continue to monitor the field performance of this device. Correction to g3 of the initial medwatch. The aware date should be 08-mar-2022.